Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. According to dr. (B)(6), the implant did not withstand the load.